Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station went offline after reboot and stuck on the black screen. A field service engineer shut down the station and replaced all in one (aio) and hard drive, then rebooted and reimaged the system, bringing the station back online on remote support service (rss). With assistance from csc, fse configured the station and completed the database synchronization, rebooted the device multiple times and had the customer verify successful access to the station. The system functioned as intended after the field service engineer and customer support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, 1-urg-g offline after reboot. Station was rebooted and comes back with nothing showing up on the screen, screen was completely black. There were no adverse events or injuries reported based on this event.